Event description:
It was reported that first time overdischarge had been confirmed and that there was a need for patient education. Patient status at time of this report was alive no injury/no adverse event. Physician trickle charge was performed. Patient symptoms/complications were loss of stimulation at an unknown location and needing stimulation in low back, left buttock and left leg. Trickle charge was completed. It was stated that electrode #0 was at 10000 ohms and all other electrodes were within normal range. There were no changes in programming needed and the patient had excellent coverage into low back and legs.

Manufacturer narrative:
Product ID 37744, serial# (B)(4); product type programmer, patient product ID 37754 lot# serial# (B)(4); product type recharger product ID 74002 lot# n244869, implanted: 2012 (B)(6); product type adapter product ID 3998 lot# j0417882v, implanted: 2005 (B)(6); product type lead product ID 748925, serial# (B)(4), implanted: 2005 (B)(6); product type extension product ID 748925, serial# (B)(4), implanted: 2005 (B)(6); product type extension. (B)(4).